Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is flush. Customer pump need to be replaced. Customer was advised to follow their medically prescribed backup plan.